Event description:
Device malfunction: none. Symptom/ae; stroke. Time of symptom/ae: post procedure. It was reported that during an interventional stenting procedure, the pt experienced a no-flow condition through the emboshield, embolic protection device. The physician performed multiple aspirations to empty the emboshield to improve blood flow. The procedure was completed and the stents were successfully implanted. When the emboshield was removed it was noted that the basket was full of debris. After the procedure, the pt experienced a stroke and was transferred to ICU. The stroke symptoms were requested, but not provided. The patient was treated with tissue plasminogen activator (tpa). Her symptoms resolved in a few hours. No additional info is available.

Manufacturer narrative:
Second device information: lot#: 33073-6g, catalog #: 82093-01; expiration date: unk. Manufacturing date: unk. The devices were not returned; however, the lot numbers were provided. Review of the device history records for these lots are forthcoming. A supplemental report will be submitted with any relevant info. The emboshield has been reported on MFR #9616695-2007-00112.